Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: the reported complaint was confirmed. The archive file shows numerous user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) faults. In addition, ua7 was also observed when the platform was powered up during functional testing. Further investigation found that one of the load cells was not functioning properly. Upon replacement of the load cell, the platform passed all testing criteria. Per the autopulse user guide, a user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. This condition is typically correctable by the operator. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the patient is out of position or the patient is not properly centered.